Event description:
During a routine follow-up, low impedance was discovered. Stored electrograms showed evidence of lead noise. On the next day when the patient was x-rayed, clavicular crush was identified. The lead was capped.